Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; ok button under responsive with moisture in the battery compartment. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, moisture was found in the battery compartment. The keypad was undamaged and all keypad buttons were responsive. A leak was found in the battery compartment. The keypad was opened to find no contaminants under the button contacts. The pump was opened to find moisture on the internal components. The unresponsive keypad complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.